Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date with blood glucose level was 600 mg/dl. Customer had experienced high blood glucose because of prednisone medicine. Customer was using auto mode. Customer did not feel ok to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to kidney malfunction on (B)(6) 2020 with high blood glucose level over 600 mg/dl. The customer's high blood glucose treated with manual injection and insulin pump. It was reported that customer had been hospitalized two times due to high blood glucose level because they took prednisone but now that the prednisone was out from the system their blood glucose level now back to normal. The customer's high blood glucose level event lead to hospitalization.